Manufacturer narrative:
(B)(4).

Event description:
Study subject contacted dexcom study coordinator on (B)(6) 2016 to report that on (B)(6) 2016, the study subject experienced data loss. No additional patient or event information is available.